Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump miscalculated a bolus. There was no reported impact to the customer's blood glucose (bg) level. The customer declined to provide additional information and declined follow up from tandem technical support.